Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre 2 sensor. Customer's wife reported on behalf of her husband who received a reading of 59 mg/dl on the sensor scan compared to a result of 170 mg/dl obtained on the built-in reader. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. Customer consumed "lot of chocolates" based on the sensor reading and experienced symptoms of hyperglycemia described as "blurred vision, thirst, frequent urination". Customer had contact with doctor and received electrolytes. Customer also self-treated with insulin shot and glipizide 10mg. There was no report of death or permanent impairment associated with this event.